Manufacturer narrative:
The service repair technician (srt) replaced the air inlet o-ring and tightened the fitting on the air intake port. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly. This complaint is related to (B)(4)/ medwatch #1828100-2018-00622.

Event description:
The product surveillance technician (pst) reported that during routine testing of the device at the service center, the electronic patient gas system (epgs) had an air leak at the air intake port. There was no patient involvement.